Manufacturer narrative:
(B)(4). D10. P50-453-3520 unk r3con screw 3.5x20mm, p50-453-3518 unk r3con screw 3.5x18mm , p50-353-3516 unk r3con screw 3.5x16mm, p50-353-3520 unk r3con screw 3.5x20mm, p50-353-3524 unk r3con screw 3.5x24mm, p50-353-2724 unk r3con screw 2.7x24mm, p50-353-2716 unk r3con screw 2.7x16mm, p50-353-2720 unk r3con screw 2.7x20mm,p50-453-2715 unk r3con screw 2.7x15mm , p24-020-012l unk break-off screw 2x12mm , p24-020-013l unk break-off screw 2x13mm. The device was returned for analysis; and an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while reviewing x-rays, the surgeon discovered the broken plate. The plate was removed during revision surgery approximately 16 months post implantation, and a competitor plate was implanted instead. No further information was available.